Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. The patient was transferred from rehab hospital due to epistaxis and gastrointestinal (gi) bleed requiring a blood transfusion on (B)(6) 2014. The patient had a complicated hospital course with recurrent multiple gi bleeding despite multiple procedures including endoscopy, colonoscopy, and interventional radiology (ir) interventions. Intervention was performed on the areas of bleeding, which included a dieulafoy lesion post clipping, arteriovenous malformations in small bowel, and cecum bleeding post ir embolization of colic artery. The patient continued to have melanotic stools, worsened and had refractory bleeding requiring 3-5 units of packed red blood cells daily. The patient underwent repeated gi scopes and ir procedures without cessation of bleeding. He was also evaluated by surgery, however was not deemed a surgical candidate. During this course, all anticoagulation was held and patient was hemodynamically supported with levophed and vasopressin. He also developed coagulopathy for which transfusion medicine was consulted and the patient was transfused coagulation factors. The patient remained on a dobutamine infusion. Despite all intervention, the patient continued to have gi bleeding (hematochezia). Lvad readings for power/flow were elevated. The patient was placed on comfort care measures only. The patient expired on (B)(6) 2014. The lvad pump will not be returned.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 3 months 12 days. According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.